Event description:
Healthcare professional reported "leaking internal gel all over the chest cavity", "free gel".

Event description:
Healthcare professional reported left side textured implant and rupture. Healthcare professional further reported "leaking internal gel all over the chest cavity", "free gel." The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified a broken device, the explanted side is not confirmed as it is not labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured implant and rupture. The device has been explanted.